Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately displayed a "short detected" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was evaluated at the local business partner facility and the customer report was unable to be duplicated. The device logs show the unit powered on and immediately registered a shorted impedance message. Intermittent contact to the patient was also noted to in the log. A successful 30j test was performed, and ECG signal was briefly visible later in the case. The pads used were onestep basic electrodes and do not have CPR feedback capability. The cause of the shorted impedance could not be determined. Extensive testing of the returned device could not replicate the customer report. The electrode pads used during the event were not returned for evaluation. Based on log review and testing, no device malfunction was confirmed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.